Event description:
Related manufacturer report number:1627487-2023-05035. It was reported that the patient was experiencing ineffective relief due to having high impedances present on their scs leads. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient¿s leads were replaced due to having high impedance. There were no issues with the ipg, so it was not replaced. There were no issues and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.